Event description:
It was reported that there was an internal review of latitude which identified a high impedance alert for this subcutaneous implantable cardioverter defibrillator (s-ICD) system. There have been no additional allegations reported. No adverse patient effects were reported.